Event description:
I had a partial knee replacement on (B)(6) 2023; I began having increased pain, instability, and a noticeable deformity in the knee when it was flexed in the early spring of 2024. A CT scan in may showed loosening and bone lysis. It quickly worsened to the point where I could feel the knee joint sliding over my tibia every time I shifted my weight forward. I had a revision to a total knee replacement on (B)(6) 2024. The operative report of the revision stated "significant polywear" and "gross loosening of her tibial implant." It was also noted that I was "acl (anterior cruciate ligament) deficient" and had "full thickness cartilage loss in the remaining compartments." The physician's assistant that assisted in the surgery told me the next morning that he lifted the implant out with one finger.